Event description:
The customer reported via phone call that she had a motor error alarm during priming. Customer's blood glucose was 128 mg/dl. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime/compromised force sensor system test and displacement test. However, the pump was received stuck in the motor error loop during bolus/basal delivery. The motor position encoder error alarm was unable to be confirmed due to an erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with minor scratches on lcd window. Pump was received with a cracked reservoir tube lip.